Manufacturer narrative:
(B)(6). (B)(4). A visual evaluation of flexima plus delivery system found that the push catheter did not present any issues or abnormalities, additionally, the suture not present any visual detached/defect. It's important to mention that the stent was not returned for analysis, which indicates that the stent was deployed during the procedure, however, the guide catheter was cut in the distal section of the device (the marks indicates that likely the guide catheter portion was cut using unknown object during procedure) the cut portion was not returned for analysis. Based on the product analysis,the guide catheter was cut in the distal section of the device, since, the guide catheter cut marks indicates that likely this portion was cut using unknown sharp object during procedure, therefore, the found guide catheter cut issue was assigned the most probable conclusion code classification of unintended use error caused or contributed to event. This is defined as the interaction between the user and device, or sample, caused or contributed to the error. This includes the unintended inappropriate use of the device and incorrect sample preparation. Therefore the most probable root cause for this event is 'no problem detected' since the returned device showed no evidence of either the alleged issue or any defect which could have contributed with these events (the suture not present any visual detached/defect, additionally, the stent was not returned for analysis, which indicates that the stent was deployed during the procedure) a review of the device history record (DHR) was performed, no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopinc stenting in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, after the stent was inserted endoscopically, when attempting to release the stent, the suture detached and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The conclusion of the procedure was reported to be no adverse effect to the patient's health. Investigation results revealed that the guide catheter was broken therefore this event has been deemed an MDR reportable event.